Event description:
Ventricular noise oversensing was observed on several episodes. A re-intervention was performed on (B)(6) 2015, the subject lead was abandoned and capped. Since the ICD approached the recommended replacement time (with normal battery depletion), the device was replaced and a new rv lead was implanted.

Event description:
Ventricular noise oversensing was observed on several episodes. A re-intervention was performed on (B)(6) 2015, the subject lead was abandoned and capped. Since the ICD approached the recommended replacement time (with normal battery depletion), the device was replaced and a new rv lead was implanted.